Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter had a thrombus attached to the tip and was used off-label, and the patient experienced thrombosis. During a pulse field ablation (pfa) procedure to treat atypical flutter using a farawave pulsed field ablation catheter the patient experienced thrombosis. Use of the catheter to treat atypical flutter constituted off-label use of the device. The patient was allergic to heparin so bivalirudin was given instead. While maneuvering the farawave catheter deployed to the flower shape in the right atrium (ra) thrombus was observed on the intracardiac echocardiography (ice) catheter. Thrombus was observed on the pacemaker leads, the tip of the farawave catheter, and the coronary sinus (cs) catheter. A new activated clotting time (act) was ordered. The patient was administered anticoagulation, and all catheters were removed from the patient. After removal of the catheters the new act came back at 356. The procedure was able to be completed afterwards. The patient was kept overnight at the hospital for observation but is expected to fully recover. The device is not expected to be returned for analysis due to disposal.